Event description:
A hospital in (B)(6) reported that three iw980 wall mount infant warmers had burnt harnesses.no patient consequences were reported.

Manufacturer narrative:
(B)(4).method: the subject infant warmer housing connectors were not returned to fisher & paykel healthcare in (B)(4). Our investigation is therefore based on our knowledge of the product and photographs provided by the customer.results: the photograph of one of the housing connectors showed a burnt section where the wire terminal is located and the blue wire was disconnected from the connector. The photograph of the second housing connector showed slight discolouration in the same location. The third complaint related to a housing connector with no discolouration or issues but a preventive replacement was requested.a lot check of lot number 031117 revelaed no other similar complaints.conclusion: the upper and lower harnesses are used to connect the heater head to the control unit of the infant warmer. The discoloured housing connectors were most likely due to frequent head swivelling which puts stress on the connector joint and disturbs the terminal contacts, causing overheating and discolouration of the connector housing.all components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.the infant warmers were seviced by the biomedical engineer at the hospital in accordance with our infant warmer technical manual.